Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that the drawer was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer repaired the device and reseated row board connectors and checked pyxibus cables after multiple pockets in drawer 5.1 showed off bus. Functionality was verified through hardware test application (hta) and the medication app. The system functioned as intended after the field service engineer repaired the device.